Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. The physician's comment was the calcification was severe and rota was necessary. No patient injury was reported.